Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 0181 boston scientific competitor lead, implanted 2007-(B)(6); 5071-35 lead, implanted 2007-(B)(6); 5076-45 lead, implanted 2006-(B)(6). (B)(4).

Event description:
It was reported that the patient experienced diaphragmatic stimulation from the left ventricular (lv) lead. It was noted that there were two leads implanted into the lv. Follow-up received from the clinic clarified that they were unable to determine which lead was actually turned off. The leads remain in use. No further patient complications have been reported as a result of this event.